Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 320 mg/dl. No symptoms or treatment was reported. Troubleshoot was declined. The customer was not wearing the insulin pump during the hospitalization, patient was off the pump for less than 48 hours from hospitalization. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The insulin pump was programmed 0.025 u basal rate with the suspend mode feature on and monitored for several days and no unexpected basal rate delivery noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.